Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, after firing the device, the jaws would not close. Had to pull the device out with the trocar. No impact to the pt.